Event description:
A formation of bubbles at the level of the male-male connector connecting the ramp to the catheter appeared. The line was changed and a new formation of air bubbles appeared.

Manufacturer narrative:
The end user for the product involved is (B)(4). The sample is not available for evaluation. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).